Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had concerns that their condo association was trying to place a tv antenna in their home, and it was interfering with their valve. The patient had the antenna in their home for a week, and the valve was moving from a 1.5 to 2.0 and giving them migraines. It was noted the condo association was refusing to fix the antenna on the roof so they were trying to get some kind of proof in a letter form that it was not safe for them to have the antenna in their home. It was also stated that the patient had sued an airport for influencing their shunt with a wand. Additional information received reported they had a valve for 14 years. They were being treated due to hydrocephalus relative to their chiari malformation situation. It was noted they have had 6 surgeries over the years. The patient was convinced that their valve can have it's setting changed by airport metal detector wands and walk through detectors. They stated they knew the valve had changed due to their symptoms changing after the experience. It was mentioned that they had been given a set hand tools that included the locator tool and indicator tool so they check their valve setting quite a bit. They also stated they felt that their had been changed due to exposure to flat hd antenna systems that they had in their home for their tv.